Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventive maintenance, the ventilator had a keyboard malfunction. The ventilator was not in use on a patient at the time of the event. The service engineer inspected the device and found fluid ingress on the keyboard. The se cleaned the touch frame printed circuit board (pcb). The ventilator passed all testing and operates within manufacturing specifications.